Manufacturer narrative:
(B)(4).

Event description:
Received info that during a lead revision, the lead was damaged while trying to explant it and broke. A portion of the lead remains in the pt. No other info is available at the time of this report. Additional info has been requested and if received a follow up report will be sent.